Manufacturer narrative:
Device returned to manufacture on" date removed. Revised narrative to reflect product was not returned. Changed from: the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Product status the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4).

Event description:
Bmu arterial sensor xv3qa-d3eoz-lemz/-jqkp1 in tubing pack 701051791 (beq-top 5502.......lot # 3000047320) transmitting arterial probe communication error on bmu 40 serial # (B)(4) and serial # (B)(4). The hospital used a different arterial sensor bar code for arterial sensor xv3qa-d3eoz-lemz/-jqkp1 on bmu (B)(4) and then the arterial sensor began to read. Although the customer stated there was some inconsistencies with the po2 readings in comparison with actual lab measurements. Customer to perform gas exchange analysis to assess functionality of the oxygenator. Customer states that not only did he experience inconsistencies with the arterial sensor couvette but he also was of the opinion that the oxygenator was functioning erratic and inconsistent. There was no injury or harm to the patient.

Manufacturer narrative:
Correction: date received by manufacturer changed from: 08/02/2017 to:08/02/2018 which should have been captured on the previous emdr follow up submission. Complaint # (B)(4).

Event description:
Bmu arterial sensor xv3qa-d3eoz-lemz/-jqkp1 in tubing pack 701051791 (beq-top 5502.......lot # 3000047320) transmitting arterial probe communication error on bmu 40 serial # (B)(4) and serial # (B)(4). The hospital used a different arterial sensor bar code for arterial sensor xv3qa-d3eoz-lemz/-jqkp1 on bmu (B)(4) and then the arterial sensor began to read. Although the customer stated there was some inconsistencies with the po2 readings in comparison with actual lab measurements. Customer to perform gas exchange analysis to assess functionality of the oxygenator. Customer states that not only did he experience inconsistencies with the arterial sensor couvette but he also was of the opinion that the oxygenator was functioning erratic and inconsistent. There was no injury or harm to the patient.

Manufacturer narrative:
PMA/510(k)# changed from : k08059223 to: k080592. Complaint # (B)(4).

Event description:
Bmu arterial sensor xv3qa-d3eoz-lemz/-jqkp1 in tubing pack 701051791 (beq-top 5502.......lot # 3000047320) transmitting arterial probe communication error on bmu 40 serial # (B)(4) and serial # (B)(4). The hospital used a different arterial sensor bar code for arterial sensor xv3qa-d3eoz-lemz/-jqkp1 on bmu (B)(4) and then the arterial sensor began to read. Although the customer stated there was some inconsistencies with the po2 readings in comparison with actual lab measurements. Customer to perform gas exchange analysis to assess functionality of the oxygenator. Customer states that not only did he experience inconsistencies with the arterial sensor couvette but he also was of the opinion that the oxygenator was functioning erratic and inconsistent. There was no injury or harm to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
Bmu arterial sensor xv3qa-d3eoz-lemz/-jqkp1 in tubing pack 701051791 (beq-top 5502.......lot # 3000047320) transmitting arterial probe communication error on bmu 40 serial # (B)(4). The hospital used a different arterial sensor bar code for arterial sensor xv3qa-d3eoz-lemz/-jqkp1 on bmu (B)(4) and then the arterial sensor began to read. Although the customer stated there was some inconsistencies with the po2 readings in comparison with actual lab measurements. Customer to perform gas exchange analysis to assess functionality of the oxygenator. Customer states that not only did he experience inconsistencies with the arterial sensor couvette but he also was of the opinion that the oxygenator was functioning erratic and inconsistent. There was no injury or harm to the patient.